Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated the patient underwent surgical intervention on (B)(6) 2019 wherein the ipg was explanted and replaced. Therapy restored post-op

Manufacturer narrative:
Date of event is estimated. The results / method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient lost stimulation due to the patient experiencing a fall, causing charging issues where the patient's ipg failed to communicate with external devices. In turn, surgical intervention may take place at a later date to address the issue.